Event description:
Second twin. A pgar scores of 9 to 10 at 36 wk gestation, weighing over 6 pounds. Vacuum was applied for over 1 hour. Injuries included subgaleal hemorrhages, subarachroid hemorrhages, intra cranial bleeding. Fractured sinus, fracture of torcula and a ruptured interstine. Child had to undergo brain surgery at another facility and abdominal surgery at a third facility.